Manufacturer narrative:
The device was brought in for repair and the reported issue was confirmed. The backshell/input connector will need to be replaced.

Event description:
It was reported that there were lines that displayed across the monitor. No patient injury was reported.